Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery.

Event description:
It was reported that the device was unable to be interrogated. It was further reported that several attempts to interrogate the device were made which resulted in 'unsuccessful interrogation' messages and no magnet tone was heard when a magnet was placed over the device. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.